Event description:
The director of clinical education svs (an insulet employee) reported that they were notified that a customer had passed away. The customer was admitted to the ed after calling 911 about hypoglycemia and her blood glucose (bg) was "in the 50's". After arriving and treating the glucose, the bg value was 72. She was admitted on (B)(6) and stayed until she was released on (B)(6). While she was in the hospital her vitals were poor and her labs showed a rising potassium value that started at 7.5 and rose to 8 and she went into vtac. After 20 mins she was finally resuscitated. She had asthma and other heart diagnoses and celiac disease in addition to her diabetes. She was prescribed medicine for several of there other disease states. An insulet territory mgr reported that the customer was in poor control of managing her diseases. On the morning of (B)(6), a family member found her unconscious. She had been vomiting and her body was cold to the touch. The cause of death is still unk, but her endocrinologist is sure that she was not wearing the omnipod product when she was found dead in her home.

Manufacturer narrative:
No product was returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported death. Her doctor stated that the customer was not wearing the product at the time of the event. No lot qualification records were reviewed, as the product lot number was not provided.